Manufacturer narrative:
(B)(4). The device is available for evaluation. Investigation will be conducted. Follow up will be filed with the investigation results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate

Event description:
To whom it may concern: date j&j became aware: (B)(6) 2019 (apologies for the late submission but I wanted to discuss the incident in depth with the surgeon before reporting). Date of event: (B)(6) 2019, 4.30 pm. Name of reporter: (B)(6). Hospital name: (B)(6). Hospital town: (B)(6). Product: verse correction keys. Lot/batch/exp: 217432 / 30.09.2023. Product number: 199721000s. Did the event happen during a procedure? Yes. Were you in the procedure at the time of the event? Yes. Was the product being used in a clinical trial? No. Event outcome / how was it managed? Surgeon replaced six of the cross-threaded correction keys but a portion of the grub screw was not retrieved / xrays were done but nothing was identified as left in the patient. Was there a patient impact or was the procedure due to the failure? Yes this resulted in an additional 1 ½ hours of operating time to complete the deformity correction. Has the reporter facility indicated there may be legal action? No. Is the product available for return? No but pictures have been submitted. Please give a detailed explanation of the event: the correction keys were inserted down the guide tubes and then advanced with the castle tightener, however due to cross-threading several of the correction keys stripped the threads and surgeon struggled to final tighten the outer castle nuts, therefore damaging the instrument and locking caps. Surgeon then tightened the inner grub screws while also experiencing some difficulty in final tightening because of the instrument slipping ¿ he then loosened off some of the inner grub screws which appeared to be locked into the outer castle nut and moved together, which created an issue with the final segmental correction of the deformity. Surgeon then decided to accept the correction he had obtained by final tightening all the outer castle nuts and inner set screws ¿ however unfortunately on counting the removed correction keys, we found that a portion of a inner grub screw of one implant was missing and was never found even after several xrays conducted. Mr (B)(6) is an experienced deformity surgeon that has extensive experience with expedium difar and was asked to change over to expedium verse once the difar system became obsolete ¿ he found the dual innie on difar to be more robust during the deformity correction technique he has used for many years and found the verse correction key to be more susceptible to stripping ¿ unfortunately two of his colleague¿s have experienced similar incidents but on a lesser scale. Concomitant device reported: unknown guide tube (part# unknown, lot# unknown, quantity 1). This complaint involves ten (11) devices.

Manufacturer narrative:
Product complaint (B)(4). UDI (B)(4). Device was not returned for evaluation. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. Without the return of the device, we are unable to confirm the reported issue or identify the root cause. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer, this complaint file will be closed with no further action required. Should more information and/or the sample be provided at a later time, this complaint will be reopened and device evaluated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.